Manufacturer narrative:
Device evaluation: the intraocular lens (iol) to date remains implanted in the patient's eye therefore product testing could not be performed. A video of the procedure was provided and was evaluated. However, the customer's reported complaint for cloudy lens could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens remains implanted, therefore not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that just after the implantation of an intraocular lens (iol), a cloudy part of the optic was observed. It could not be removed with the irrigation/aspiration (I/a) procedure. Reportedly the cloudy part disappeared two days post-op. No visual acuity issue occurred. No further information was provided.